Event description:
(B)(4). It was reported that the ventilator generated a technical error alarm that indicated an expiratory flow meter error. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
According to received information from the distributor, the dc/dc and standard connector printed-circuit board (pcb) was found defective. The received device logs from the distributor contained the reported technical error code together with another technical alarm, which indicated that the exchanged pcb was faulty. No goods were returned for our investigation despite several requests being sent. Therefore, no investigation has been possible. The cause for the reported failure has not been determined, however the board was replaced and the ventilator was returned to service.

Event description:
(B)(4).